Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The device was returned with hemostasis sheath mated with the carrier tube assembly as well as guidewire and arteriotomy locator. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly exited as intended. Functional testing was performed, and the deployment sleeve was moved into the forward lock position, the anchor at the distal tip of the carrier tube became further exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. A digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was no place in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient height: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they wanted to place an angio-seal device after a bypass angio. Puncture of a femoralis right with stent implantation, 6fr ik, 6fr guiding catheter were used. The 0.035 wire and dilator could be placed easily. The customer wanted to release the anchor and collagen. After pulling out, the customer saw that the anchor became stuck somewhere in the system and was not released. A new vcd was not used, hemostasis achieved with manual compression. There was no re-bleeding, and there was no hematoma. The patient was in stable condition, and was not harmed the patient could leave the hospital as planned. Additional information was received on january 14, 2019. A pre-deployment angiogram was performed. Manual compression was applied for fifteen minutes. It was a right femoral artery puncture. Additional information was received on january 15, 2019. A 6fr sheath was used.